Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® acd-a 1.5 ml blood collection tubes had molding defects before use. This occurred on 100 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® acd-a 1.5 ml blood collection tubes had molding defects before use. This occurred on 100 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to glass breakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Evaluation of the retain samples was also conducted and glass breakage was observed. Root cause description: based on the investigation, a root cause could not be determined.